Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09475; related manufacturer reference number: 2017865-2020-09477; related manufacturer reference number: 2017865-2020-09478. It was reported that the patient presented to emergency room after experiencing nausea and vomiting. It was noted that the incision was red. Upon opening the pocket, pus was noted. Blood cultures were performed and revealed staphylococcus aureus. The entire system including the implantable cardioverter defibrillator, the right atrial, right ventricle and left ventricle leads was explanted. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).